Event description:
It was reported that the mdm liner impactor tip was found to be stripped and will not screw on impactor handle. It was noted that the procedure was completed successfully.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the mdm liner impactor tip was found to be stripped and will not screw on impactor handle. It was noted that the procedure was completed successfully.

Manufacturer narrative:
An event regarding damage involving an adm impactor was reported. The event was confirmed. The adm ball impactor tip had damaged threads throughout the threaded hole of the device. The outermost sheared threads indicate that the impactor tip was likely not properly seated during impaction. Additional areas of uniform damage along the lower threads indicate the insertion of another device other than the intended threaded shaft. No materials or manufacturing defects were observed on the surfaces examined. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. The exact cause of the event could not be determined; however, the mar concluded that the impactor tip fractured in fast fracture overload originating at the root of the fourth thread from the top of the threaded hole. This fracture was consistent with the application of off-axis overload stresses. There has been no other reported events for the reported lot.